Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor. It was reported that the patient had a fall. Patient said they went to the hospital because they were falling and when they went to the hospital the doctor found out they had a uti even though they didn't have symptoms for it, but they were treated for it. Then the patient got a (B)(6), and a severe uti, they got it twice even though they were under isolation in the hospital. Patient said they started having falls because they were having trouble with their knees for a couple of years and they started falling all of 2017 and maybe in 2016 too. Patient said the uti was discovered in 2017 but didn't know which month and was in the hospital until (B)(6) 2017. Patient said the two (B)(6) infections were in 2017 too. There were no further complications reported.

Manufacturer narrative:
Correction to show information that was not sent in other reports. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor it was reported that the patient said their therapy "didn't really work." They said they device hadn't helped since it was put in and said "it was pouring more and more urine out."